Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the patient alleges the bolus recommendations provided by the blood glucose monitor are not accurate. The patient experienced elevated blood glucose levels over 200 mg/dl. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.